Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump with "failed accuracy on channel b." This event may have been an overinfusion. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation: the device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pump head module. To correct the condition, the pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.